Manufacturer narrative:
Patient information was unavailable. Initial reporter information was unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was unable to communicate with the navigation system intraoperatively. It was noted that the imaging system was able to pull a work list from electronic picture archiving and communication systems (pacs) with no problem. The site rebooted both the imaging system and the navigation system multiple times with no resolution, using the same ethernet cable the imaging system used with pacs. The site aborted use of this imaging system and aborted navigation as well, and then brought in a c-arm for the case. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was reported that there was a 10-15 minute delay due to this issue.

Manufacturer narrative:
Additional information: patient identifier, weight: patient information was provided. Initial reporter information updated. Additional information: device evaluated by MFR: the rep found that the drop down menu for the navigation system identification was missing; the rep went into the settings and changed it, thus fixing the issue. The system was then properly functioning. As a result, no testing or system checkout was performed on the imaging system since the issue had been resolved with the settings change. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.